Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) cuff due to recurring incontinence secondary to urethral atrophy. It was noted the patient had previously received radiation therapy for prostate cancer leading up to their incontinence. The existing cuff was removed and replaced with one of a smaller size. There were no patient complications reported.